Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the needle broke or fell off during the procedure. The physician searched the patient visibly as well as on x-ray to locate the needle but could not find it. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Since the lot number provided does not belong to a teleflex nomenclature a device history record (DHR) revision cannot be performed. However; the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the needle broke or fell off during the procedure. The physician searched the patient visibly as well as on x-ray to locate the needle but could not fine it. The patient's condition was reported as fine.